Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced and the unit was returned to service.

Event description:
The hospital reported the unit did not switch to battery backup when ac power was disconnected. There was no report of patient involvement.